Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was explanted along with the right atrial (ra) lead. The patient had an ablation procedure. During the ablation they saw that the atrial lead was not in place. The next day, the physician went in to fix that lead and noticed that the implanting position cut off the suture sleeves and did not suture them down. Both ra and rv leads were replaced with new leads that were sutured down as appropriate. No additional adverse patient effects were reported.